Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to contact failure of switching regulator (likely due to wear and tear damage with customer mishandling and with increasing use/time). Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported the procedure was moved to another operating room after a 2 hour wait. The procedure was completed.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the high definition monitor would not turn on properly and the issue seemed to be a power supply problem. The issue was identified by customer at the beginning of a diagnostic colonoscopy. The patient was not under anesthesia or sedation. The patient procedure was cancelled. No adverse effects to patient reported.